Manufacturer narrative:
Date of initial report: 11/14/2007. The incident sample was returned and confirmed to leak. Valleylab labeling regarding the setup of the cool-tip system includes the use the sterile water, which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.

Event description:
The report stated, that while preparing for a radio frequency ablation procedure, a water leak was discovered. Another needle electrode was opened for use in the procedure. During the evaluation of the returned sample at valleylab, it was found that the needle electrode was leaking from the back of the handle which would be in the sterile field.